Manufacturer narrative:
(Night-time vision problems) - a lens work order search was performed and no similar complaint was found within the work order.

Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in 2007, in the patient's right (od) eye. The lens was explanted due to the development of a cataract and the patient was having night-time vision problems. The icl was explanted and a clear lensectomy was performed. There was no patient injury, no enlarged incision or sutures. An iol was implanted.